Event description:
New information received notes that the atrial lead was successfully reprogrammed. The patient was stable and asymptomatic following the changes.

Event description:
It was reported during remote follow up that the atrial lead exhibited oversensing. This oversensing was found to caused by noise. Programming changes were recommended but not completed. The patient was stable and asymptomatic.